Event description:
It has been reported to philips that the wired footswitch lost connection with the system. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the event occurred during a planned/non-emergency treatment which was completed by using the wireless footswitch. A philips service engineer inspected the system onsite and determined that the wired footswitch needed to be replaced as it was intermittently not working. The service engineer replaced the wired footswitch, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed using the wireless footswitch, there was no impact to the patient. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.